Manufacturer narrative:
(B)(4).

Event description:
It was reported that foreign material was found on the device. Upon unpacking of the blazer¿ from the packaging, a hair was noted on the handle of the device. The catheter did not come in contact with the patient and another device was used to complete the procedure. No patient complication occurred and the patient's condition is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the blazer dx device was returned within its original sealed pouch. A hair of approximately 0.375" was observed within the sealed pouch near the handle of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. (B)(4).

Event description:
It was reported that foreign material was found on the device. Upon unpacking of the blazer from the packaging, a hair was noted on the handle of the device. The catheter did not come in contact with the patient and another device was used to complete the procedure. No patient complication occurred and the patient's condition is fine.